Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that during use of the unspecified precisionglide syringe as the medication was reconstituted leakage occurred in the needle. The needle had a hole in the hub that attaches to the syringe. Foreign complaint the following information was provided by the initial reporter: during the medication reconstitution, it was observed a leakage in the needle. In the visual inspection, the needle has a hole in the plastic part that attach to the syringe.

Manufacturer narrative:
This complaint has been identified as a duplicate of MFR report# 3003916417-2019-00288 or patient identifier (B)(6). This complaint should therefore be disregarded and any additional information will be added to the original.

Event description:
It was reported that during use of the unspecified precisionglide syringe as the medication was reconstituted leakage occurred in the needle. The needle had a hole in the hub that attaches to the syringe. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: during the medication reconstitution, it was observed a leakage in the needle. In the visual inspection, the needle has a hole in the plastic part that attach to the syringe